Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report a pacing issue. There was no reported patient involvement.

Event description:
The customer contacted philips healthcare to report that the system is not usable (pacing issue). There was no reported patient involvement.